Event description:
It has been reported to philips that the front enclosure was cracked. A user report was received related to a reported product problem which is currently being investigated. Further updates will be provided when the investigation is completed.

Manufacturer narrative:
Updated conclusion code as cause traced to component failure.

Manufacturer narrative:
This report is based on information provided by philips bench repair and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that there is a crack in the front enclosure assembly. During service, the bench technician observed that there was a crack in the front enclosure assembly and replaced it to address the issue. The device passed functional testing. Based on the information available and the testing conducted, the cause of the reported problem was a physically damaged front enclosure assembly. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.